Manufacturer narrative:
Analysis of programming and device diagnostic history performed.

Event description:
Product analysis was performed on the returned generator (explanted due to battery depletion), which found that the device was received at settings indicative of a faulted diagnostic test. As recent programming history is not available, it is unknown if and when an interrupted system diagnostic test may have occurred. Attempts are underway for additional information; however, no additional information has been received to date.

Event description:
Additional programming history was received which revealed that on the day of explant surgery, the device was interrogated and the settings were correct indicating that the setting change occurred during surgery or after the device was explanted therefore there would be no impact to the patient's therapy.